Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe was constantly power cycling itself. One of the staffs said u-02 error had come up. The customer tried all of the available outlets in the room using an extension cord and the issue persisted. The customer converted the procedure with no reported patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse observed the erbe rebooting on its own after tapping/drumming on top of frame and bezel. Fse duplicated the reported issue while the generator was inside the vision side cart (vsc); however, the issue could not be replicated after the erbe was removed from the vsc. Fse replaced the erbe generator to resolve the reported issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The unit was returned for failure analysis, but the reported failure (erbe power cycling) could not be reproduced. The unit energized and cauterized, and all ports recognized instruments. The unit has no significant scratches or dents. The front bezel is not cracked. The erbe is in a good condition.